Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. One haptic was broken in the gusset area and returned. The optic was torn or cut into three portions. The optic edge has a small torn area. Two of the optic portions have small cracked optic damage. A fold test could not be conducted due to the extreme lens damage. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. Optic was torn or cut into pieces along with a broken haptic. Additional optic damage was observed. The optic damage was most likely interpreted as the complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Follow up attempts for more information were made. No further information has been provided. The temperature of the or is unknown. It is also unknown if the lens was folded in the cartridge within the recommended time frame. The instructions (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the lens was folded and the physician noticed a raised area in the middle of lens believing it was a manufacturing defect. The lens was cut out from the eye and a different lens was used to complete the procedure. Additional information was received stating there was no harm to the patient.